Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated and sharp opening on patch and observed split in patch area (ss), it is out of specification per qa 199.04 and weight to the spec. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: split in patch area due to workmanship (however split is not related to complaint). A striated opening on patch assessed as surgical damage . A sharp opening on patch assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported rupture against right device. The device has been explanted and replaced.